Event description:
The customer reported that the patient had a cervical plate explanted and replaced with some other type of fusion product. The cervical plate was implanted over ten years ago and the patient is keeping the product. There appears to be no evident damages. Reporter of the complaint was unsure as to why the device was revised.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. The lot number initally reported is not a valid lot number. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.